Event description:
It was reported that the patient had 4 hospital admissions in the past where a narcan drip was administered and it reversed the patient¿s somnolence. Additional information has been requested, but it was not available as of the date of this report. For current event, see manufacturer¿s report # 3004209178-2014-12599.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).